Event description:
It was reported that this implantable pacemaker exhibited low out of range pacing impedance measurements on the right atrial channel. Due to this a lead safety switch was triggered. Furthermore, oversensing and noise was observed. Further evaluation of the system is required. This device remains in service. No further adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker exhibited low out of range pacing impedance measurements on the right atrial channel. Due to this a lead safety switch was triggered. Furthermore, oversensing and noise was observed. Further evaluation of the system is required. This device remains in service. No further adverse patient effects were reported. Additional information was received detailing that this pacemaker was explanted and returned to boston scientific for analysis.

Event description:
It was reported that this implantable pacemaker exhibited low out of range pacing impedance measurements on the right atrial channel. Due to this a lead safety switch was triggered. Furthermore, oversensing and noise was observed. Further evaluation of the system is required. This device remains in service. No further adverse patient effects were reported. Additional information was received detailing that this pacemaker was explanted and returned to boston scientific for analysis.

Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. Pacing and sensing functions were tested and the device was verified to operate as expected. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.